Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract disorder ("bladder/urinary problems: urinary problems"), urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("bladder/urinary problems: vaginal discharge") and psychological trauma ("psych injury"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, urinary tract disorder, urinary tract infection and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2008, (B)(6) 2012 received treatment for: pelvic/abdominal, dysmenorrhea (cramping), general abnormal bleeding, bladder/urinary problems: urinary problems, uti, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test-not specified result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Event injury was updated and new events: pelvic/abdominal, dysmenorrhea (cramping), general abnormal bleeding, bladder/urinary problems: urinary problems, uti, vaginal discharge, psych injury were added. New reporter and plaintiffs information added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 627437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included nsaids. The patient's medical history included asthma. Concomitant products included paracetamol (acetaminophen). On an unknown date, the patient started nsaids at an unspecified dose and frequency. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), anxiety ("psych injury,psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psych injury,psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and urinary tract disorder ("bladder/urinary problems: urinary problems"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, urinary tract disorder, urinary tract infection and vaginal discharge had resolved and the anxiety, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, depression, migraine, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2008, (B)(6) 2012 received treatment for: pelvic/abdominal ,dysmenorrhea (cramping), general abnormal bleeding, bladder/urinary problems: urinary problems ,uti ,vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test-not specified result-bilateral occlusion. As per mr-impression: no evidence of contrast beyond the essure coils or spillage into the peritoneal cavity. Suspicion of some contrast accumulation related to the proximal portion of the right sided essure coils. Most recent follow-up information incorporated above includes: on 24-feb-2020: pfs received events "abnormal bleeding(vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: vaginal , apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, vaginal discharge, fatigue, weight gain" were added. Concomitant drug, reporter information were added. Lab data was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 627437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), anxiety ("psych injury,psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psych injury,psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and urinary tract disorder ("bladder/urinary problems: urinary problems"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, urinary tract disorder, urinary tract infection and vaginal discharge had resolved and the anxiety, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, depression, migraine, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2008, (B)(6) 2012 received treatment for: pelvic/abdominal ,dysmenorrhea (cramping), general abnormal bleeding, bladder/urinary problems: urinary problems ,uti ,vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test-not specified result-bilateral occlusion as per mr-impression: no evidence of contrast beyond the essure coils or spillage into the peritoneal cavity. Suspicion of some contrast accumulation related to the proximal portion of the right sided essure coils. Lot number: 627437, manufacture date: 2008-06, expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu(5) and fu(6) processed together. Quality safety evaluation of ptc. On 6-mar-2020: fu(5) and fu(6) processed together. Pfs received - demographic details updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 627437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract disorder ("bladder/urinary problems: urinary problems"), urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("bladder/urinary problems: vaginal discharge") and psychological trauma ("psych injury"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, urinary tract disorder, urinary tract infection and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2008, (B)(6) 2012 received treatment for: pelvic/abdominal ,dysmenorrhea (cramping), general abnormal bleeding, bladder/urinary problems: urinary problems ,uti ,vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test-not specified result-bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-feb-2020: medical record received. Patient demographic, essure lot number, reporter were added. Previously reported event" genital bleeding" seriousness criteria was updated to non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.